Event description:
It was reported that the atrial lead exhibited spikes in high impedances and varying thresholds. The alerts for the atrial pacing impedances were programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.